Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump am/pm time settings was inaccurate. Reportedly, the customer may have set the am/pm time settings incorrectly when setting up the pump. Tandem technical support guided the customer through adjusting the pump time. Customer had low blood glucose (bg) levels (67-69 mg/dl). Customer drank orange juice and ate food to address low bg levels.